Event description:
Customer emailed saalt on (B)(6) 2022 after struggling to remove their saalt disc. Saalt followed up with videos and written description to help with removal. Saalt also provided phone number for customer to reach out to if customer wanted additional help. Customer texted saalt and asked for additional tips. Saalt communicated with customer over several hours on (B)(6) 2022 providing supplementary removal techniques. Customer notified saalt that they chose to seek medical help with removal after 20 hours of having the disc inserted. Customer could feel the disc with their finger themselves but did not feel comfortable leaving the disc in for longer to attempt removal on their own. Saalt offered period underwear as replacement for disc. No further investigation required. Instructions for use (IFU) states to remove the disc: "consider removing your cup in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this.". Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.